Event description:
The pt reportedly was unable to hear while using their sound processor. External equipment was exhanged. However, the problem was not resolved. The pt was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.